Manufacturer narrative:
The instrument was taken out of clinical use on (B)(6) 2011 while it is being investigated by the local service rep. Data logs were obtained from the analyzer, and have been investigated. The sensor cassette used (sc s/n (B)(4) lot 55708) was returned on 3-3-2011, and initial analysis showed nothing unusual. The sc is now being analyzed by r & d. The analyzer did not issue any warnings for the erroneous parameters, as calibrations and qc's all passed. The error was sporadic, and seemed to occur immediately after some plasma samples were analyzed. The plasma samples are currently suspected to have caused the error, and have thus been subject of investigation. The error appeared to normalize in subsequent analysis. Operator's manual recommends only whole blood to be used with analyzer. Using plasma samples is a user error.

Event description:
A dr in the dept thought the test results from abl80 coox were inconsistent with the pt's status. The dr also analyzed a sample of blood from himself, which confirmed that the test results could not be real. A hypophysectomised pt that had been operated spent the night at an ICU instead of the normal unit after surgery, because of results from the analyzer.